Event description:
The biomedical technician at the user facility further reported that the high definition camera head reportedly had no picture when plugged into the tower during preparation for use. The camera head was replaced and the intended procedure was completed using a similar device. No patient involvement or harm was reported. The technician believes the issue was with the connection to the tower. No device will be returned.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. The potential cause of the reported image malfunction was likely due to dirt or foreign matter on the electrical contacts, it is probable that a temporary electrical contact failure occurred and no image was displayed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device has not been returned to date, however, the investigation is ongoing. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the high definition camera head reportedly had no picture during an unspecified event. No patient involvement or harm was reported.